Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator ipg, difficulty aligning the charger with the ipg, extended charging time, the inability to fully charge the ipg and warmth at the ipg pocket site while charging. The physician assessed that the ipg position should be revised. The patient underwent a surgical procedure where the ipg pocket site was revised and the ipg was replaced with an upgraded device. The patient was doing well post-operatively. The device will not be returned as they were disposed of by the medical facility.